Event description:
Pt called for help. Nurse went to assist pt. Pt stated he was sitting on the side of the bed and became dizzy. On assessment, pt's heart rate was 249. Pt was noted to be in ventricular tachycardia. The central monitoring system alarmed for a high heart rate but not ventricular tachycardia. Pt was given lidocaine and converted back to sinus tachycardia. Pt transferred to the ICU. Clinical engineering tested the system on 7/26/96. Co tested the system on 7/29/96. As reported by clinical engineering, no problems were found during these evaluation.